Event description:
It was reported that the device was bvvi mode when interrogated before implant. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The reported event of device in backup vvi mode before implant could be verified. The root cause for the backup vvi was a malfunctioning integrated circuit.